Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when calibration for the tracker was performed again, reference frame was mistakenly removed on the instrument screen. When the reference frame was added, the three registration plans which had been created disappeared. The planning was created again during the operation and the procedure was completed. Event occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
A medtronic representative confirmed that the software was behaving as designed. The registration is linked to the particular reference frame you add. Removing and or adding a different reference frame tool card will result in the loss of the registration points. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The behavior described is the intended behavior of the software. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.